Event description:
It was reported resistance was encountered withdrawing this balloon catheter from the patient during an angioplasty procedure. Continued exertion against resistance resulted in the balloon detaching at the proximal bond. The balloon catheter and sheath were removed as a unit. Another balloon was used to successfully complete the procedure. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. As a lot number was not provided, a device history search could not be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. The co's follow up revealed resistance was encountered removing the balloon catheter through the introducer sheath. The co believes exertion against resistance may have contributed to this event. The co's directions for use state: "caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."